Event description:
We received a report that during the implantation of a (B)(4) intraocular lens (iol) the surgeon changed his mind and decided to use another lens. In follow up it was learned that when the iol was inserted about half way, the surgeon noted a capsule tear occurred. The iol was removed, a vitrectomy was performed and an anterior chamber was placed during the same procedure. The patient was reported to be doing fine. The iol was discarded following surgery.

Manufacturer narrative:
Explanted date: not applicable; device was not fully implanted . All pertinent information available to the manufacturer has been submitted. Placeholder.